Event description:
It was discovered that the tubing port lumen was restricted to the point of not permitting air to pass freely. This action caused the container to expand. It is noted that the pressure relief valve failed to relieve pressure as it should. Subsequent inspection of a second, unopened aquapak found that it too, failed to provide an adequate pathway for air through the tubing connector after following the MFR's instructions listed on the aquapak label that state, "snap trigger upward...verify air through the port."